Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker and non-boston scientific right ventricular (rv) lead triggered a lead safety switch due to high impedance measurements. The device was reprogrammed to the bipolar configuration after in-office testing. There was an additional lead safety switch due to high impedance measurements. Oversensing and ventricular tachycardia (vt) event storage were noted in the unipolar configuration. Programming options were discussed. No adverse patient effects were reported. Additional information was received from the local representative that no additional information was available. The device and lead remain in service.